Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging her onetouch ultra2 meter displayed inaccurately high readings compared to her feelings/normal results. The following complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019 at 12pm, she obtained a reading of ¿370 mg/dl¿ on the subject meter, which she compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with self-adjusted insulin doses (novolog). She explained that immediately after obtaining the alleged inaccurately high reading, she took a dose of novolog insulin but could not recall the exact dosage. The patient stated that approximately two hours after the alleged product issue began, she felt ¿shaky¿. She confirmed that she self-treated her symptoms by eating peanut butter and crackers. The patient denied performing a blood glucose test on at the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing and the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as she did not have control solution at the time of the call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an inaccurately high blood glucose reading with the subject device.